Event description:
Caller states pt tested 2.4 inr on the coaguchek s system while a comparison lab returned as 3.5 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.